Event description:
It was reported that the patient may have meningitis, which was initially believed to be an infection at the pump pocket. System removal was planned. The concentration and daily dose of baclofen being delivered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.